Event description:
The customer reported that the system intermittently locked up. There was no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. A complete software and hardware upgrade was performed. The system was tested and found to be working as intended and returned to service.